Event description:
During a left total parotidectomy, excision of parapharyngeal space tumor, a harmonic focus shears was opened and plugged into harmonic machine. The harmonic focus would not cut. A new harmonic focus was obtained, plugged into the same machine, and functioned as intended. Not further incidents, no harm to patient.